Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The strength duration test showed a different threshold value than the capture management. It was determined that the capture management will not give high enough output values. The lead remains in use. No patient complications have been reported as a result of this event.